Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') and tooth infection ('dental problems: teeth infection') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced tendonitis ("I started to have tendinitis in my legs, in knees, wrist and shoulders") and rotator cuff syndrome ("I started to have tendinitis in my legs, in knees, wrist and shoulders"), 6 months 1 day after insertion of essure. In (B)(6) 2017, the patient experienced colitis ("sigmoiditis"). In (B)(6) 2018, the patient experienced ear infection ("otitis"). In (B)(6) 2018, the patient experienced swelling face ("swollen face in the mornings"), acne ("pimples") and rash macular ("blotches"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tooth infection (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), pain ("pain all over my body"), migraine ("migraine"), abdominal pain upper ("stomach pain"), neuralgia ("brachial neuralgia"), cervical radiculopathy ("cervical neuralgia") and pain in extremity ("leg pain") and was found to have fibroma ("fibroma"). The patient will be treated with surgery (planned hysterectomy plus salpingectomy operation and teeth removal). At the time of the report, the back pain, tooth infection, tendonitis, rotator cuff syndrome, colitis, ear infection, acne, rash macular, irritable bowel syndrome, vaginal infection, fatigue, pain, migraine, abdominal pain upper, neuralgia and cervical radiculopathy outcome was unknown and the pain in extremity had not resolved. The reporter considered abdominal pain upper, acne, back pain, cervical radiculopathy, colitis, ear infection, fatigue, fibroma, irritable bowel syndrome, migraine, neuralgia, pain, pain in extremity, rash macular, rotator cuff syndrome, swelling face, tendonitis, tooth infection and vaginal infection to be related to essure. The reporter commented: planned hysterectomy plus salpingectomy operation. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: fibroma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') and tooth infection ('dental problems: teeth infection') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced tendonitis ("I started to have tendinitis in my legs, in knees, wrist and shoulders") and rotator cuff syndrome ("I started to have tendinitis in my legs, in knees, wrist and shoulders"), 6 months 1 day after insertion of essure. In (B)(6) 2017, the patient experienced colitis ("sigmoiditis"). In (B)(6) 2018, the patient experienced ear infection ("otitis"). In (B)(6) 2018, the patient experienced swelling face ("swollen face in the mornings"), acne ("pimples") and rash macular ("blotches"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tooth infection (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), pain ("pain all over my body"), migraine ("migraine"), abdominal pain upper ("stomach pain"), neuralgia ("brachial neuralgia"), cervical radiculopathy ("cervical neuralgia") and pain in extremity ("leg pain") and was found to have fibroma ("fibroma"). The patient will be treated with surgery (planned hysterectomy plus salpingectomy operation) and was treated with teeth removal. Essure treatment was not changed. At the time of the report, the back pain, tooth infection, tendonitis, rotator cuff syndrome, colitis, ear infection, acne, rash macular, irritable bowel syndrome, vaginal infection, fatigue, pain, migraine, abdominal pain upper, neuralgia and cervical radiculopathy outcome was unknown and the pain in extremity had not resolved. The reporter considered abdominal pain upper, acne, back pain, cervical radiculopathy, colitis, ear infection, fatigue, fibroma, irritable bowel syndrome, migraine, neuralgia, pain, pain in extremity, rash macular, rotator cuff syndrome, swelling face, tendonitis, tooth infection and vaginal infection to be related to essure. The reporter commented: planned hysterectomy plus salpingectomy operation. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: fibroma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.